Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly, lead fracture was noted. The lead was capped and replaced successfully on (B)(6) 2016. The patient tolerated the procedure well and was doing fine post procedure.